Event description:
The device was used during a lobectomy. Reportedly, the approximating lever broke and the device was difficult to close. The surgeon applied another device to complete the procedure. The hosp has reported no injury occurred.